Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d9(device available for eval), g1(contact person), h3. Unit was repaired by customer's in house biomed. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
The customer stated they would continue using the cs300 intra-aortic balloon pump (iabp) unit during therapy for the day and then take the unit to the biomed. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported by the customer that while on standby the cs300 intra-aortic balloon pump (iabp) unit displayed no trigger alarm while on bypass and kept occurring. The customer turned the pump off during the bypass run and continued using the unit until therapy was completed on (B)(6) 2021. No patient harm, serious injury or adverse event was reported.